Manufacturer narrative:
The device history records for radiesse lot 1036550 were reviewed. All required testing specs were met prior to release, there were no abnormalities noted.

Event description:
This adverse event was reported by (B)(6), (B)(6) at the facility on (B)(6) 2013. She was injected by dr (B)(6) with radiesse on (B)(6) 2013 into nasolabial folds and cheeks. She has a possible angular artery occlusion manifested by the following symptoms: right side of nose swollen, mottled (dusky red), and tender. She also has a clear discharge from her right nostril. There is no fever, no infection, no skin surface discharge, no skin breakdown. She self-treated with warm compresses. On (B)(6) 2013, (B)(6) consulted with merz aesthetics, inc. Rn. They discussed the probability of vascular event as she remains mottled today and exquisitely tender to the affected area. She has cultured the nasal drainage but we discussed this is unlikely secondary to infectious process at this time, but more due to inflammation at the site. Dr (B)(6) provided her with the vascular crash cart article as well as rx for nitropaste, doxycycline and asa; also advised her to message and apply warm packs to the area. They discussed that message should be vigorous/vibratory, if she can tolerate it, in order to increase blood supply to the area as well as to move any possibly compressive product at the injection site. They further discussed the likely progression of her symptoms and what she can do to assist - mvi, wound support. Hyperbaric, lasers, etc. On (B)(6) 2013, (B)(6) stated all of her events resolved, she is fine.